Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella 2.5 pump inserted in the right femoral myocarditis. The patient was implanted on (B)(6) 2021 explanted on (B)(6) 2021. It was reported impella was caught in the chordae tendineae or papillary muscles when the device was inserted. This made it difficult to adjust the position. As a result, bilirubin rose which resulted in impella being explanted prematurely. The physician stated there was no change to the patient¿s status due to also having pcps inserted. No further information was provided.